Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 according to the complainant, during the procedure they noted the tip of the catheter was cracked upon exiting the scope inside the patient. They did not know if it was cracked before entering the scope. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal tip was smashed/cracked. The exposed cut wire was found to be intact. A functional evaluation found that the device was able to bow within specification. The condition of the returned incident device was consistent with the complaint that the device's tip was cracked. The most probable root cause is caused by another device; distal tip most likely came into contact with some part of the scope (elevator).

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 according to the complainant, during the procedure they noted the tip of the catheter was cracked upon exiting the scope inside the patient. They did not know if it was cracked before entering the scope. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.